Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 2 alarm noted during testing. The pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with insulin pump error. The blood glucose was unknown at the time of the incident. Troubleshooting steps were assisted for insulin pump error. Customer is unable to complete pump rewind. Customer advised to replace the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.